Manufacturer narrative:
Testing and investigation found the device alarmed with s233 (overtemperature-psc) malfunction alarm code. During testing, the fan was not rotating fast enough causing the psc ambient temperature to exceed and the device generated s233 error. The fan will turn on if the temperature sensor on power supply controller is greater than 70 degrees c. The fan is supposed to keep the psc temperature below the s233 threshold value. The probable cause was due to a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the device powered up with s233 (overtemperature-psc) malfunction alarm code. Prior to testing, the device was returned to the biomedical department from the neonatal intensive care unit (nicu) for an unspecified reason. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. No additional information was provided.